Event description:
It was reported that the patient was experiencing stimulation in the wrong location. It was noted a day prior to report that stimulation was ¿not working.¿ it was further noted that the patient attributed that to possible weather related events as this was sometimes the case for her. It was noted that the patient had no stimulation in the back or upper body at all. It was further noted that the patient had stimulation from the top of the thigh down to the foot. It was noted that the patient was ¿supposed¿ to get coverage in her upper back and down her leg. It was noted that her pain level was at a 10. It was noted that the patient had no stimulation ¿even on full force ¿ level 3 -350.¿ it was noted that the patient reported no falls or bumps, no lifting or jerking. It was further noted that the only thing out of the ordinary was that she did a lot of driving over the weekend. It was noted that the patient was ¿reported to be at 2.40 and upright position showing on her patient programmer.¿ it was noted that she felt tingles in her thigh. It was further noted that there was no additional programs that the patient could access.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from her doctor and manufacturer representative and her concerns were resolved. It was noted the patient had an appointment (B)(6) 2013. It was also reported ¿relief was bypassing the patient¿s back and it was the second time to change level.¿